Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified, and definitive root cause of the issue could not be determined, as there was no device deformation that might result in the retention of foreign mater, however, it was confirmed that the facility device reprocessing may not have been implemented in accordance with the IFU and the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. Gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Reprocessing survey info: device was cleaned, disinfected, and sterilized before being sent to olympus was there a delay in the start of pre-cleaning: no. Air/water nozzle was flushed with water and air: yes. Were there abnormalities in the accessories used for reprocessing: yes. Did the customer pre-soak in detergent solution: n/a. Was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: unknown. Did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle contained foreign matter due to insufficient cleaning. Additionally, the bending section cover (a-rubber) had a cut. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down (u/d) knob was out of the standard value. The adhesive on a-rubber had a white-clouded area. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. The scope connector (s-connector) had a scratch. On water detection sticker 1c, dots were smudged and connected. The universal cord had a scratch. The switch box had a scratch. The adhesive around the light guide lens had a white clouded area. The connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced poor water supply. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that a foreign object came out of the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.